Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray inspections of the lead found no anomalies except procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the clinic. It was noted that the atrial lead had dislodged which was confirmed via x-ray. The atrial lead was explanted and replaced. The patient was stable.